Event description:
It was reported that during implant the physician was not able to see the pin coming through and out the other side of the set screw on the proximal dft port. All others were fine. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of a set screw anomaly was confirmed in the laboratory. The cause of the anomaly was found to be a defect in the svc lead bore casting, consistent with a manufacturing error. The defective lead bore prevented full insertion of the leads into the bore.